Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d4, d8, d10, e3, g3, h2, h3, h6 and h11. Correction: g4 the device was not returned for evaluation. However, technical assistance center (tac) provided remote troubleshooting and confirmed that ceramic tip breakage. The root cause was could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H11: the exact model of the device was unknown. A representative device was chosen. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus that over the last four years, there were ceramic tips on the resection sheath that were broken. The customer reported that there were no recent events. There were no reports of patient harm associated with this event.